Manufacturer narrative:
E1: (B)(6). Establishment name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient faced the infusion set bent cannula on (B)(6) 2026 due to had issues with scarred tissue hardened tissue or stretch marks which leads to high blood glucose levels and was treated by injections.